Manufacturer narrative:
The pump passed displacement test and rewind test. Motor error alarmed during basic occlusion test due to protruded drive support disk. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of a motor error alarm and delivery anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that insulin is squirting out during the prime process. The customer was advised that insulin vial should be on the bottom with reservoir on top when ready to remove the reservoir from the vial. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear protruded. The customer was advised to revert to a backup plan per health care provider's instructions.